Event description:
It was reported that the surgeon tried to loosen the jam nut from the body of the adapter. It was thought to have been over tightened in the manufacturing process so a new one was opened which worked properly. After the case, the rep used the wrench and was able to separate it but had difficulty.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the returned device appeared slightly used. Functional inspection an attempt was made to disassemble the returned component per the instructions in the triathlon ts surgical protocol. It is noted the jam nut has a left handed thread. The jam nut was rotated counterclockwise and was successfully disassembled from the offset adapter. The investigation determined the likely root cause of the event to be the surgeon not following the correct protocol of disassembling the adapter. A functional inspection was made to disassemble the returned component per the instructions in the triathlon ts surgical protocol. It is noted the jam nut has a left handed thread. The jam nut was rotated counterclockwise and was successfully disassembled from the offset adapter. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon tried to loosen the jam nut from the body of the adapter. It was thought to have been over tightened in the manufacturing process so a new one was opened which worked properly. After the case, the rep used the wrench and was able to separate it but had difficulty.